Event description:
According to the info received from the distributor, this event happened at (B)(6). Medicon is not aware of the content of the hospital's initial medwatch report.

Manufacturer narrative:
Complaint investigation report (B)(4) 2009.